Event description:
Additional information was provided from the patient's physician indicating that the patient had lennox-gastraux syndrome and that the patient's increase in seizures was related to the patient's disease and not related to vns. The increase in seizures was also reportedly below pre-vns baseline levels. Additionally, the physician provided diagnostic results which showed that after the increase in seizures had started, the vns device was operating as intended.

Event description:
Clinic notes were provided for a patient being referred for a generator replacement indicating that the patient had begun experiencing a recent increase in seizures. The patient's mother believed it was related to the patient's generator being depleted. The patient's generator was checked and was found to be at ifi: yes. The patient underwent a generator replacement due to a low battery. The post-op impedance values after the generator replacement provided results within expected limits. A review of the manufacturing records for the implanted generator confirmed it had met all specifications prior to release for distribution.